Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, one pacing lead exhibited unstable thresholds, and the lead was explanted and replaced. Another pacing lead implant was attempted, but it exhibited high thresholds and it was explanted. No patient complications have been reported as a result of this event.